Event description:
The customer reported that a nurse discovered bubbles under a transducer on a patient who complained of pain, however, no patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a nurse discovered bubbles under a transducer on a patient who complained of pain, however no patient harm was reported. The customer has sent in the sensor to philips for review. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.